Event description:
A report was received that high impedance was noted to the cervical lead. Lead replacement was done and it was found out that the old lead was fractured. The patient was reportedly doing fine after the procedure.

Event description:
A report was received that high impedance was noted to the cervical lead. Lead replacement was done and it was found out that the old lead was fractured. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. X-ray inspection of the lead revealed that two cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. X-ray inspection also found 1 fractured cable along the proximal array and 1 fractured cable along the distal array. The damaged cables resulted in the reported high impedance complaint.